Manufacturer narrative:
This report is submitted on june 11, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024 due to poor performance with the device and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Device analysis report attached. This report is submitted on july 23, 2024.